Manufacturer narrative:
Patient demographics (weight) were requested but not provided. This is the first of two submissions for the same patient event. The other is 1220246-2016-00490 ((B)(4)). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per user device will not be returned.

Event description:
It was reported that during a right shoulder superior capsular reconstruction the surgeon drilled all three anchor holes with the ar-1250ltsr shaver drill and labral tape was used with all anchors to attach the aflex301 patch. Surgeon then impacted the first of six ar-2923bc, suture anchors. The first anchor was lot 10042571 ((B)(4)) which broke and all pieces were retrieved. Another anchor from lot 10042571 ((B)(4)) was then used and upon impacting it broke. Enough of the anchor was in the glenoid to hold the repair to the surgeon's liking. All other fragments were removed. Lot 10047346 ((B)(4)) was then used in the next hole and upon impacting it broke. Enough of the anchor was in the glenoid to hold the repair to the surgeon's liking. All other fragments were removed. Lot 10053736 ((B)(4)) was then used in the next hole and upon impacting it broke. All pieces were retrieved. Lot 10060735 ((B)(4)) was then used and upon impacting it broke. All pieces were retrieved. Surgeon then re-drilled the third hole using a 2.9 short pushlock drill kit and used lot 10060735 which was impacted without any incidence of breakage.